Manufacturer narrative:
Evaluation summary: the iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the placement of an intraocular lens (iol), the surgeon did not like the way it sat in the patient's eye. This happened following 'dropping the sac'. The lens was removed from the eye and the patient was left aphakic. Additional information was requested and received.